Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 03/03/2011, 03/04/2011, 03/18/2011, and 03/22/2011 by phone, fax, and mail. Additional info was received in a f/u phone call on(B)(4) 2011. A completed questionnaire was received on 03/31/2011. (B)(4). This report was mailed to FDA on: 04/01/2011. (B)(4).

Event description:
A materials mgr reported that an intraocular lens (iol) was exchanged due to dislocation. A pars plana vitrectomy was also performed at the time of the iol exchange. The lens was exchanged with the same model iol. In a f/u, the iol was implanted by one surgeon and exchanged by a different surgeon. The implanting surgeon reported that during phacoemulsification, a tear was noted in the bag. The surgeon felt the tear was due to the pt's capsular rim not having good support. The surgeon placed a sulcus lens due to the capsular bag tear. This surgeon reported the event resolved. The pt has a history of ptosis, recurrent corneal erosion, posterior vitreal detachment, hypertension, degenerative joint disease and hypercholesterolemia (pre-existing). Additional info has been requested from the surgeon that exchanged the iol.